Event description:
It was reported the h1tuv was used during a sigmoid resection. It was reported by the affiliate that the instrument was broken. Opened another device to complete the case. No adverse pt outcome.